Manufacturer narrative:
(B)(4): no details available to date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unk procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the clip misfired inside the pt. The clip was not obtainable and remains inside the pt. Attempts to obtain add'l info regarding the circumstances surrounding this event, procedure outcome and pt's condition have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.